Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a no delivery alarm. Customer's blood glucose was over 200 mg/dl. The customer stated the alarm was resolved by a complete infusion set change. The customer also reported receiving the alarm a couple months ago. The alarm was also resolved with a complete infusion set change. The customer declined to return the infusion set and insulin pump for analysis. No additional information provided.